Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that, the insulin pump alleging possible pump under delivery. The blood glucose at the time of incident was 375 mg/dl. Customer stated that the insulin pump may had been under delivering or not delivering insulin at all. The insulin will be returned for the analysis.